Event description:
It was reported that the patient had high impedances on the leads. It was also mentioned that a lead check has been performed and upon checking the lead there was a potential fracture or short circuit that was noted. Additional information was received that the patient is still noticing the jolts to the system. The database analysis of the battery discharge shows signs of premature battery depletion. The impedance measurements revealed a low value on port c (1 contact).

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
It was reported that the patient had high impedances on the leads. It was also mentioned that a lead check has been performed and upon checking the lead there was a potential fracture or short circuit that was noted.